Event description:
It was reported per field service report: symptom - "display freeze" soft key did not work. Yellow error box in lower left corner displayed "e" and nothing else. On patient, but no harm to patient. Findings/actions taken: confirmed. Pump also printed strip with system error 8 alarm. Fiberoptix sensor (fos) light bulb would occasionally flicker and display a red x and go away quickly. Replaced fos board. Additional information received on (B)(6) 2012 reported that the event occurred while in the cardiac care unit #8 department at 00:50 am est. After the patient was switched over from the stat intra-aortic balloon pump (iabp), it was attempted to time and print a strip. At that time it was realized that the "display freeze" soft key did not work. The yellow error box in the bottom left corner of the screen would not clear and stayed on the screen with only an "e" in the top right corner of the box. The patient was sedated in the bed at the time of the event. The pump kept pumping at the proper inflation/deflation. As a result, the pump was switched out. The malfunctioning pump ((B)(4)) was replaced with the pump from the operating room ((B)(4)). Delay or interruption in therapy was only the time it took to switch out the pumps. No report of patient death, complications or injury. No medical/surgical intervention was noted. The patient outcome was okay and continued with therapy.

Manufacturer narrative:
A field service representative (fsr) from teleflex confirmed that there was no patient complications or injuries. The patient outcome was okay and continued with therapy. The pump is back in service. There is no parts return. The fsr also spoke with a field service expert (fse) from teleflex about this. The fse had not been notified to service the pump until a day or two before the service date on the field service report. The biomed did not tell the fse that there was any patient involvement until he arrived and noticed the hospital reports with the pump. The biomed let the pump sit before calling as the biomed didn't want to bring in a fse for just one pump. A follow-up report will be filed if additional information becomes available.